Event description:
Ophthalmologist reported a pt was hospitalized for two days due to a right eye corneal abscess of torpid evolution. Pt was treated with intensive topic antibiotics for one month. Corneal scrapes culture was performed; results are pending. The dispensed treatment at discharge was amphotericin b, atropine, lacryvisc, and tobrex. Pt outcome was reported as slowly favorable.

Manufacturer narrative:
The contact lens type and lot number have not been provided. The device has not been returned. Based on information received, no causal factors can be determined, and no conclusion can be drawn.